Event description:
It was reported that urine would not flow from the foley catheter. As per additional information received via ibc on 03sep2025 stated that, the defective event was catheter occlusion, but the catheter was not returned, only the inlet tube, bag was returned.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Received (4) photos. The photo sample was returned and could not be evaluated for the reported failure. A visual evaluation of the returned sample identified one opened, used drainage bag (without original packaging) with an inlet tube and sample port connector (154114a), lot number myjz4526. During visual inspection, an attempt to flush the sample port was noted. The drainage tubing was filled with 10 ml of solution and deionized (d.I.) Water; however, a blockage within the drainage tubing was observed. This blockage prevented the urine meter from filling with solution, indicating an obstruction within the tubing. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine would not flow from the foley catheter.